Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)had an monitor issue befor use on patient, initially top screen was not showing vitals. No harm.

Manufacturer narrative:
Due to character limit in e1 address is (B)(6). A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and no problem found. The unit worked fine for 4 days, ran the unit on a trainer and found no problems. All functional and safety checks performed.